Event description:
Additional information received: the device is missing the entire clamp arm, which rep was informed was left behind in the patient after weighing the risks of trying to retrieve it.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysisshould the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a ventral hernia repair procedure, the clamp arm fell off of the device and into the patient. The missing piece was located and removed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Analysis of photograph of device. Photo attached there was no sample received for analysis. Only images were sent for review. A review of the image identified that the clamp arm was detached from the instrument. It was also noted that the outer tube was damaged at the clamp arm interface. No further tests could be performed due to the device was not receiving. No conclusion could be drawn as to what caused the clamp arm to detach, however, probable causes include: not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or entanglement in fibrous tissue.